Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed during an enteral feeding procedure. According to the complainant, approximately 10 days after placement of the device, the locking tab had broken. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.